Event description:
Complainant alleged that the clinicians were switching to pacer mode, but the device continued to display "defib on", and they were unable to pace the pt (age and gender unk). The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.